Manufacturer narrative:
On (B)(6) 2017, the customer reported that after speaking with a nurse, the pump settings were found to be "fine". The customer changed out the infusion set and cartridge. The high blood glucose was resolved. There were no visible issues with the infusion set or cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing ongoing high blood (bg) glucose levels (460 mg/dl) and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. The customer thought the calculated bolus may have been "a bit small for the bg" level and was to be confirming the pump settings with a healthcare provider.